Manufacturer narrative:
The device history record review found that there were no related issues recorded throughout the manufacturing and control processes. The product was in conformance to specifications and was released for distribution meeting all established quality assurance acceptance levels. There were no samples returned to the manufacturing site for evaluation however a photograph was submitted for review. The picture was visually inspected and shows two 25 x 2 a needles. The needles are opened and show two hubs and a cannula detached from the needle. The hubs were observed specifically in the hub nose and no crimp window was observed. The reported condition is confirmed based on the photograph. Based on this evaluation an exact root cause could not be determined. It is possible that there were difficulties at the crimp station, cannula/hub detect station that could have caused this issue. The investigation did not identify a systemic issue or trend with the product or process therefore, a corrective and preventive action (CAPA) is not necessary at this time. Further analysis will be performed to track and trend any adverse results. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Event description:
The customer reported that when they try to take the cap off the needle, it's breaking at the hub. Based on the picture received from the customer, it was observed that the needle was detached from the hub. There was no patient harm reported. Additional information was received and stated that the needle was already separated, which was discovered before use when getting ready to trigger point injections in office and one had no needle at all. The customer further confirmed that there was no needle bent observed.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when they try to take the cap off the needle, it's breaking at the hub. Based on the picture received from the customer, it was observed that the needle was detached from the hub. There was no patient harm reported.